Event description:
A customer contacted baxter's technical service center reporting a system error 2367(air in set) during drain on home choice (hc). The technical service representative (tsr) explained the message to the caregiver (cg) and the display was not showing anything. The display was blank and the tsr informed the cg to use manual bags and keep the procard. Product surveillance (ps) contacted the caregiver (cg) on (B)(6) 2012 regarding the system error 2367. The cg stated they completed therapy using manual supplies. The cg stated they did not contact the peritoneal dialysis nurse (pdn) regarding the alarm or missed therapy. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdn) on (B)(6) 2012 regarding the system error 2367. Per the pdn, the caregiver (cg) did contact the pdn regarding the alarm. The pdn stated the hp was doing fine with therapy on the cycler. No medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This report of a system error 2367 alarm was confirmed in the event log of a returned device. As the patient did not describe any type of use error that might have caused the alarm, and the disposable set was not returned for evaluation. Baxter is unable to determine causality to a disposable issue for this alarm.